Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, heavily calcified and mildly tortuous vessel in the right coronary artery. Pre-dilatation was performed. The 3.5x38mm multi-link 8 stent failed to cross the lesion due to the anatomy. There was resistance during advancement and it was noted that the proximal shaft was kinked. There was resistance with the anatomy during withdrawal and force was applied. The proximal shaft separated into 2 pieces when it was already withdrawn from the anatomy. Pre-dilatation was performed again and another multi-link 8 was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation and deformation due to compressive stress were confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that while the multi-link 8 stent delivery system was being advanced, resistance was felt and use of force was applied. It should be noted that the multi-link 8, multi-link 8 small vessel (sv) and multi-link long length (ll) coronary stent systems (css) instructions for use (IFU) states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.